Event description:
It was reported that occlusion alarms occurred. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer uses cartridge and infusion sets longer than recommended which is off label use, tandem clinical support educated the customer on this. The customer continued to use the pump for insulin therapy.